Event description:
During placement of the versanail implant onto the compression targeting device, the surgeon noted that the hammer pad (cat no 820706000) threads were worn in between 2 of the threads. The decision to go ahead was made by the surgeon, due to the fact that it is the only instrument available to secure the implant to the positioning device. When the surgeon tried screwing the implant in, the piece broke off, getting stuck in the implant. The surgeon then used a metal removal tool to retrieve the broken piece, however, the hammer pad was then too short to go into the targeting device (due to half of the threads missing). The implant had to then be implanted into the patient by the surgeon, in another fashion that is not discussed in the technique. Surgery time extended by 120 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.